Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Data analysis did not conclude a product performance issue. A visible inspection of the returned cassettes found a physical deformation on some cassettes that may have contributed to the false results. Root cause: unable to determine. Source: phone.

Event description:
(B)(4) reported false positive sars result for (B)(4) patient. It is unknown if the patient was symptomatic. The patient was tested via sofia sars and tested negative upon repeat the following day. The customer communicated the result was confirmed negative by molecular (pcr testing). The result was received in a string of suspected false positive results during a short period of time during a single testing event. Additional reports will be filed for the other events.